Event description:
It has been reported to philips that the system gave a collision error when propellers spins were attempted. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The patient was move to the next room over and procedure was completed as using another system. The philips field service engineer (fse) reported that the system had a collision error spinning the propellers. During troubleshooting, the fse found the force sensor and sid motor caused the arm to stop. The fse replaced the sensor and calibrated the system but faced disruption in clockwise spins. Fse found that intermittent force sensor failures possible amc cause and sid shift motor was defective. To resolve the issue, fse replaced the amc drive, sid motor and recalibrated the geometry and the part is return for further analysis, and it found small dent in the part. After replacing the amc drive and sid motor, the system was returned to the user in good working condition. The codes were updated based on the investigation outcome.